Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a transvaginal urethrolysis, sling removal, placement of new transobturator midurethral mesh sling with obtryx and cystoscopy procedure performed on (B)(6) 2018 for the treatment of sling-related pain (from a non-bsc sling placed 9 years prior). After the entire prior sling was removed from obturator internus to obturator internus, the obtryx sling was placed. During removal of the tensioning suture of the obtryx system so as not to over-tension the sling, the sling was affixed to the midline of the mid-urethra with a 4-0 vicryl suture. The plastic sheath arms were then removed and excess sling material was cut at the level of the skin. The sling remained tension free. The incisions were then closed and procedure completed. There were no complications and the patient was in stable condition at the end of this procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Age at time of event 45 years old. Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device's upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.